Event description:
(B)(4). I got essure (B)(6) 2012 during my 6 week check up appointment I felt different when I got home that day and have not felt myself since then I seen them talking about the essure device on t.v. So I looked up the side effects and the more I read the more I'm sure I have to get this thing out of me it is what has changed my life... Ringing in ears. Eyes floaters or spots. Headaches / migraines. Stomach pain cramps. Extreme pain after intercourse. Muscle spasms randomly all over body. Eyes twitching. No energy. Panic attacks. Neck and amp; hip pain. Constant back pain.